Event description:
A medtronic representative reported that, during a spinal fusion, the patient images that are transferred from the imaging system to the navigation system were appearing flipped in the anterior/posterior orientation. The images appear to be flipped left/right and superior/inferior in the trajectory views. The site was able to adjust the orientation on the navigation system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Issue occurred due to incorrect setup of patient orientation on the o-arm pendant. Issue has not reoccurred since radiologic technician ensured the correct orientation was selected on the o-arm pendant.

Manufacturer narrative:
A medtronic representative, following up with the site, found that images appear with correct orientation on the imaging system. He ensured the rt selected the correct orientation on the imaging system prior to the spin being acquired. Images have to be flipped left/right and superior/inferior to appear correctly in the trajectory views of the navigation system. The issue has not reoccurred since rt ensured the correct orientation was selected on the imaging system. Several subsequent surgeries have been completed without any issues.